Manufacturer narrative:
Other, other text: evaluation results: one level 1 trauma fast flow disposable was returned for investigation in used condition. The sample was visually inspected, at a distance of 12 to 24 inches, and normal conditions of illumination. The y connector was observed to be broken. The customer reported product problem (disposable tubing was cracked off from the chamber) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The disposable was most likely damaged after the product left the manufacturing facility. The problem source of the reported product problem was not definitely unknown however. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that while infusing the patient with blood, the operator noticed that the rapid infuser was not supplying the blood as fast as usual. No patient injury or complications were reported in relation to this event.